Event description:
An other health care professional reported that during intraocular lens implantation, the lens dislocated due to when placing the lens it did not fold. There was no patient harm. The patient was left aphakic. The next procedure was not scheduled yet.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.10. And h.6. Correction: on initial MDR the product code of 1234 was an error. It should have been 3191 on the original MDR. Additional information was provided in d.9., h.3., h.6. And h.10. The lens was returned posterior side up in the lens case. Solution was dried on the lens. One haptic was broken in the distal area (not returned). Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Information was provided in the file that indicated the use of a non-qualified lens/cartridge/viscoelastic combination. The suspect lens model is only qualified for use in the company (a) and ii (b) cartridges. The file indicated the use of a handpiece which is qualified when used with the qualified lens/cartridge combination. The product investigation could not identify a root cause for the reported "dislocated lens" complaint. The position of the lens while in the eye cannot be determined. The root cause for the reported fold issue appears to be related to failure to follow the IFU. The file indicated the use of a non-qualified lens/cartridge/viscoelastic combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).